Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator was generating a "check circuit or proximal line alarm". The ventilator was not in use on a patient at the time of the reported event. Evaluation and repairs of the device have not yet been completed.

Manufacturer narrative:
Device evaluation: the ht70 plus ventilator was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and it was noticed that the top half of the proximal pressure (paw) solenoid valve was disassembled from the bottom half of the solenoid valve. No damage was noted and the paw solenoid valve was re-assembled. An investigation was performed and the reported issue was verified. The root cause of the reported issue was isolated to the paw solenoid valve not being fully tightened. To resolve the issue, the paw solenoid valve was replaced and the unit was processed per service instructions. The unit passed all testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.